Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a3b: dob and gender unknown. Block c: not applicable for this device. Block d4: serial number unknown. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a omniwire pressure guidewire was used in a diagnostic coronary procedure. During use, measurement drift was experienced outside the acceptable parameters. A new device was used to complete the procedure with no patient injury reported. This product problem is being submitted due to measurement drift. There is a potential for harm if the malfunction were to recur.